Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that they are replacing the device. The rv lead is a fidelis lead but md does not want to extract the lead even though medtronic is recommending to remove it. The patient is dependent. He has had an av nodal ablation. Ts recommends using the psa to pace in the lv and then attach the rv lead to the new can since all timing decisions are made from the rv lead. Rep states he will keep the current medtronic lead in the current device. He will check pacing thresholds first before connecting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).